Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during the rewind/prime sequence. The customer's blood glucose was 324 mg/dl. The customer was advised to clear the alarm using the esc/act button, to disconnect and remove the reservoir from the insulin pump, and to perform the rewind process again. He was unable to get to the normal or easy bolus programming step while manually priming before another compromised force sensor system alarm occurred. He stated that he was unable to use the insulin pump because of the malfunction. He stated that the insulin pump would not recognize the reservoir and would press insulin until the reservoir was empty. He stated that the device would not allow him to rewind and alarmed again while he tried to prime. He stated that he did not know how to manually treat. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.